Event description:
I began using the freestyle libre 3 continuous glucose monitor and had a severe reaction to the adhesive on the device. It left a blister on my arm that took over 3 weeks to fully heal. I had previously used the freestyle libre 2 without any adverse effects.